Event description:
Information was received, from a healthcare provider. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that the generator was nonfunctioning and the lead migrated. The system was replaced.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use, during the event include: brand name: surescan, product ID: 978b133 (lot#: va2nrne), product type: 0200-lead, implant date: (B)(6) 2022, explant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n#: (B)(6)) revealed, that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2nrne) revealed, that the lead was returned segmented. However, electrical testing of the returned segment(s) determined, that continuity was complete. And there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.